Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found that there was something sticky on the battery contact chips and the sensing was low. The device was then calibrated and the battery contact chips were cleaned. The device then passed final testing.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.